Event description:
A screen door hit the patient in the back. Afterward stimulation was turning itself on or about 5-6 times a day. It would turn on for about 45 seconds then turn off. The patient felt stimulation in the targeted location when she turned the implantable neurostimulator on deliberately. When the device turned itself on, she felt stimulation in her ribs, buttock and down both legs, different than usual stimulation sensation. Scheduled therapy and cycling options were verified to be off. Impedances measurements were normal. The device had only been used about 1.5 hours between (B)(6)2010 and (B)(6)2010. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4)